Manufacturer narrative:
Updated f10: device codes to better capture the related allegations for this complaint. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of an atrial arrhythmia resulting in the inappropriate delivery of anti-tachycardia pacing (atp) and shock therapy. Technical services (ts) provided troubleshooting options. It was stated that therapy was exhausted. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of an atrial arrhythmia resulting in the inappropriate delivery of anti-tachycardia pacing (atp) and shock therapy. Technical services (ts) provided troubleshooting options. It was stated that therapy was exhausted. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.